Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during a calculus removal procedure performed on (B)(6), 2009. According to the complainant, wire guided cannulation was attempted using the jagtome but the pre-loaded jagwire guidewire couldn't advance through the common bile duct smoothly. Another manufacturer's cannula was used and the jagwire was able to be advanced through the common bile duct. The jagtome was inserted over the jagwire guidewire and cutting was attempted. After the jagtome handle was rotated for 10 clicks, it was unable to expose the cutting wire. The cutting wire was checked and found to be broken but not detached. The procedure was completed with another manufactures device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).